Event description:
The customer stated the architect havab-igm negative control was very high. Additionally, there was an increase in gray zone patient results. Architect havab-igm is currently the focus of a product correction. Current information indicates that elevated grayzone, reactive patient results, or elevated out of range high negative quality control results for architect havab-igm may occur when the assay is run directly following the architect anti-hbs assay. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Architect havab-igm, list number 6l21-25 is currently the focus of a product correction, reported under 2623532-1/4/10-001-c. This report is being filed for the international product, architect havab-igm, list number 6c30. This is an initial report. The investigation into the cause is still ongoing and appropriate corrective actions will be implemented upon investigation completion. A follow-up report will be submitted when the investigation is complete.